Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was performed and no non-conformances were found. During the investigation the pump over infused at a rate mmdg considers reportable. The cause of the over infusion is due to the infusion factor being changed, during nfr procedures, by a 3rd party servicer -the pump does not appear to have been serviced properly. The pump was service and returned to the customer.

Event description:
The initial reporter stated that the bag was "dry before 10 hours". They also stated that the bag ran dry 20min before the 10 hour infusion was scheduled to end. Mmdg followed up with the initial reporter, but no further information was available. (B)(4).